Manufacturer narrative:
A patient experiencing ineffective stimulation due to high impedance was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's lead had impedances on multiple contacts. Surgical intervention may take place at a later date to address the issue.